Event description:
It was reported that the power button was not working, therefore, the front case keypad of the pcu module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu module keypads were not working was confirmed. ¿ test results identified that certain keys were not functioning on the returned keypad. ¿ the ac indicator light and system on key functioned with no issues. However, the following keys s6, silence, 1, 4, 7 and clear were not functioning. Inspection: the front case keypads (qty printec (1) p/n tc10012515) was returned inside a plastic bag. All parts inspected are manufactured by bd. External and internal inspection was performed on (qty printec (1) tc10012515). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 1 out of 1 keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Test method information: n/a ¿ no test method is available for this issue. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 13february2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 7nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad was received for investigation

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the power button was not working, therefore, the front case keypad of the pcu module will be replaced. There was no reported patient involvement.